Event description:
It was reported that (2) devices were used during a video assisted thoracic surgery. It was reported by the affiliate that the tsg45 instrument, during the third firing, the staples did not fire properly. On subsequent firings with the same device, the staples worked fine. Another instrument was used to complete the case. There was no consequence to the pt.